Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, ECG acquisition, defib cycle and signal integrity testing without duplicating the report. An internal inspection of the device found fretting of defib receptacle. The defib receptacle was replaced as a precaution and a new multifunction cable (mfc) was sent to the customer. The device was recertified and returned to the customer. The mfc used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.